Manufacturer narrative:
(B)(4). Approximate age of device ¿ 3 years and 11 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient had traveled to (B)(6). The family reported that the patient passed out while washing up and was brought to the local hospital where the patient expired. No further information was provided.